Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the extension catheter leaked during use.

Manufacturer narrative:
(B)(4). Visual inspection could not be performed as a sample was not returned by the customer for investigation. The customer provided a photo and a video for evaluation. From the photo, white stress marking is visible on the extension line hub which can be indicative of overtightening. From the video a visible leak is seen exiting from the base of the distal extension line juncture hub where the extrusion is inserted. A device history record review was performed and no relevant findings were identified. The IFU for this product cautions the user: "do not apply excessive force in placing or removing catheter , excessive force can cause component damage or breakage." "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter." "Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." "Catheter should not be forcibly removed, doing so may result in catheter breakage and embolization." Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. The customer provided a photo and video. From the photo, white stress marking is visible on the extension line hub which can be indicative of overtightening. From the video a visible leak is seen exiting from the base of the distal extension line juncture hub where the extrusion is inserted. Without the physical device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the extension catheter leaked during use.